Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone and emails to obtain; patient treatment settings, patient information, patient photos, and sun exposure which were provided. Incident forms were sent without photos. An examination of the subject device by a lumenis ce upon arrival found the customer complained that "auto" mode on the et handpiece was disabled. He immediately observed damaged et power meter window and replaced it. He then measured energy output and the energy output met acceptable parameters. Engineer changed delta temperature from 1.71 to "0" in order to reduce 82, 84, 134, and 135 errors. Engineer performed preventative maintenance as required by the service manual. Energy output met acceptable parameters and the system was ready for use. Finally, he ordered extra replacement windows for the customer to replace if necessary. The hs headroom: auto 1.63, 30ms 1.87, 100ms 1.34, 400ms 1.77. Et headroom: auto/30ms 1.70, 100ms 2.57, 400ms 1.96 all met the spec. A review of device labeling um-1080310 states the following: warning - the internal power meter window must be clean to ensure accurate calibration. An unclean window and/or handpiece's sapphire tip or insert will result in higher than indicated fluence, which may cause epidermal damage. A review of lightsheer duet hs/et product risk file shows this is an anticipated risk (# 2.1.6.1 and 14.1.1.1 in risk file (B)(4)) which has been quantified and found to unlikely to lead to a serious injury if the malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. Cleaning issues are related to physical damage to the power meter. Thus, before each calibration, the user should check the device is complete and there is no physical damage to the parts. A lumenis healthcare professional and clinical trainer concluded that "female skin type iii, IV patient of middle eastern descent was treated with the et handpiece on a duet laser. Pt had several previous treatments without difficulty. The provider noticed the patients skin developing blisters and stopped the treatment. When she looked at the duet "gui" she noticed the screen faded and was unable to change the pulse duration. Ce determined the power window was damaged and changed the window. Ce also performed preventative maintenance. The patient received 1% mupirocin and silvadene was applied to the skin. A possible effect from treatment could be hyper or hypopigmentation. The lumenis healthcare professional and clinical trainer determined the injury as a 'minor injury'. While the information received to date does not confirm that a serious injury occurred, the injury followed a medical intervention by 'silvadene' and 'mupirocin' (antibiotics). Because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. The most probable cause of the reported event is user error, a failure on the part of the device operator to follow instructions/warnings described in the device user manual. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burn to the face following treatment with lumenis lightsheer duet laser. No report of serious injury but the patient received 1% mupirocin and silvadene on skin.